Event description:
The customer reported a weak segment led display screen. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the u4 on display board - recall affected. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/29/2019 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a weak segment led display screen. No patient involvement is noted.